Manufacturer narrative:
Concomitant medical products: 305u225 tissue valve, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found to have a systemic infection and their implantable cardioverter defibrillator (ICD) system was extracted. A new system was implanted four days later. No further patient complications have been reported as a result of this event.